Manufacturer narrative:
The cartridge was not returned, however, the lens was received and evaluated. Half of a haptic was torn off and missing and there was clear surgical residue on the lens. Method: lot order search - a lot order search was performed and there were no similar complaints found. Conclusion: based on the complaint history, lot order search and evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the (B)(4) collamer single piece lens tore as it was emerging from the cartridge. There was patient contact but no injury. The lens was removed and replaced with a different diopter lens without any injury to the patient. The reporter stated the event was due to a cartridge malfunction.